Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 06sept2019. The product support engineer (pse) provided troubleshooting guidance with the customer over the phone. It was found the tubing clamps missing and nicks on the exhaust port tubing. The pse provided the customer part ID for the tubing kit. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the device failing the system leak test during performance verification test (pvt). There was no patient involvement.